Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level was fluctuating between 67 mg/dl - 285 mg/dl. Elevated levels were addressed with a correction bolus via the pump and low levels were addressed with juice and carbohydrates. Recommendation was made for customer to consult with health care provider for diabetes management.